Event description:
Subsequent to the initial medwatch additional information was received noting that the patient's blood pressure was on the low side and was started on a dopamine infusion to prevent a decrease in the cerebellar perfusion pressure and a worsening of his stroke symptoms. The patient's blood pressure stabilized and was taken off of the dopamine infusion. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Hypotension is listed in the product instruction for use as a known potential procedural effect. Although a conclusive cause for the hypotension and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The reported pt effects of stroke, embolism and vasoconstriction are in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the pt continues to have symptoms that are slightly improved; therefore, add'l hospitalization was required.

Event description:
It was reported that during the carotid stenting procedure, there was some mild internal carotid spasm seen distally. After the implantation of the rx acculink stent in the left internal carotid artery, the pt was noted to have right sided facial droop and was coughing when he drank water. This was classified as vasospasm or embolic phenomena and a right medullary stroke was suspected by the physician. The CT scan of the head was normal. There was no treatment reported. The pt continues to have symptoms that are slightly improved. Right medullary stroke was suspected. The pt was discharged to home on (B)(6) 2010. There was no add'l info provided.